Manufacturer narrative:
An analysis is not available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The cause of death has been associated to diastolic heart failure, pulmonary hypertension, and hypoxic respiratory failure. Complications resulting from innate patient conditions that manifest during implant, recovery, or use of the product may occur if clinical considerations are not followed.

Event description:
The patient expired within 30 days of implant. It is unknown whether or not the device caused or contributed to the patient's death, however the physician suspects it was diastolic heart failure, pulmonary hypertension, and hypoxic respiratory failure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient expired within 30 days of implant. It is unknown whether or not the device caused or contributed to the patient's death.